Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient complained there was pus from the incision site following implant. It was also reported the patient developed an infection and the pocket incision did not heal properly. The implantable cardioverter defibrillator (ICD) system was removed and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.